Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the left anterior descending artery. After rotational atherectomy was performed, a synergy¿ drug-eluting stent was advanced through a 6f guidezilla¿ ii guide extension catheter to treat the lesion. It was noted that the stent was hitting the calcium and the stent was removed. A balloon was inserted through the guidezilla and then removed. The stent was then reinserted into the guidezilla guide extension catheter but the stent pushed backward up the delivery balloon. It was thought that when the stent was hitting the calcium initially, the stent became damaged and this is what caused the stent to dislodge upon reinsertion. The stent was removed and it was noted that the guidezilla guide extension catheter was kinked towards the tip. The procedure was completed with another synergy stent and a non-bsc guideliner guide extension catheter. No patient complications were reported and the patient's status was fine.